Event description:
Customer reported a malfunction with the pump, identified by malfunction code 9, but there were no notable events leading up to this issue. Blood glucose level did not exceed 500 mg/dl, as the caller stated it was right under this threshold. Technical support provided instructions for resetting the pump, which resolved the issue without recurrence. Customer was informed to contact support if the malfunction reoccurred. To ensure satisfaction, it was decided to replace the pump with an updated version, with arrangements made for a return of the malfunctioning pump. The customer was given instructions for both the storage and return process and acknowledged the guidance provided.